Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned mobi-c implant 13x15 h5 (pn mb3355) for the failure of disassembly. The severity of this event is 2 ([rmr-00107). Medical records were not provided for review. Device evaluation: the item matches information in the complaint file. The superior plate is labeled mb062k/5346307. The inferior plate is labeled mb103k/5345315. There are no visual deformities on any of the returned items. The peek cartridge and threaded screw were not returned with the mobi-c device, so the product could not be reassembled in a functional test. Complaint history: there were 5 (five) other complaints for similar events (disassembly) related to the same part number in the 12 months leading up to the notification date through to the present. 0(zero) additional search results for the lot and item search. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore, a compatibility review is not applicable. Potential cause: this event could possibly be attributed to, surgeon failing to disengage the implant from implant holder completely before removing the implant holder. Corrective/preventive action: no corrective or preventive actions are recommended at this time.

Event description:
It was reported that during the surgery, the mobi-c implant did not fully disengage from the implant holder, and it disassembled when it was pulled out of the disc space with the inserter. A new implant was used to successfully complete the case. There were no impacts on the patient.